Event description:
This is a pt with a history of breast cancer who had a port placed in 2000. Over the summer, pt had complained of burning and pain with flushing of both lumens. The angiogram failed to show any sign of leakage or malfunction, but due to the pain, pt chose to have the port removed. In 2001, pt was taken to surgery for removal and replacement of pt's port. Pt tolerated the procedure well and was discharged to home the same day.